Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet product. Additionally a second non maquet sheath was returned separate from the iab. The sensor connector and portion of the sensor cable was cut from the iab and not returned. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A visual examination was performed and no optical fiber breaks were observed on the iab. Additionally, a sensor output test was not able to be performed due to the returned condition of the iab. We are unable to conclusively determine the reported events due to the returned condition of the iab. The reported events could not be confirmed by the evaluation. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period mar-2020 to feb-2022 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
(B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated an optical sensor calibration expired message. It was noted that the customer was receiving a poor waveform and low pressures. The insertion was femoral. The customer attempted several calibrations, but the message would not disappear. This happened most often when the map pressure was greater than 60. They placed a vasopressor on the patient and the pressure rose, which kept the message from appearing at this point. The waveform improved as well. It was reported that several hours later, the console was then generating an unable to calibrate message. They continued to receive this message despite multiple attempts at recalibration. The console was switched out with a different one, but this did not resolve the issue. The customer was then guided through steps to transduce the central lumen of the iab. This worked well and provided a clear and clean waveform. They were also advised in steps to maintain the site with flushing hourly. There was no patient harm or adverse event reported.